Event description:
It was reported that prior to surgery, it was observed that the motor device had an e6 error code. The reporter stated that there was no report of heat. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed thermistor test. It was determined that the sensor in the thermistor set off the error code and when the thermistor was tested during pretest, it failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the sterilization process, which is customer misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.